Manufacturer narrative:
Balt USA reference # (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "once embolization was finished, with both ec2l balloon in place(deflated) angiogram was done to check the vessel patency which showed the ophthalmic artery and central retinal artery was patent. Both ec2l balloons were removed and immediate repeat angiogram showed non opacification of central retinal artery with angiographic suggestion of occlusion in the distal opthalmic artery. This is high suggestive of an acute embolic event. Immediate measures taken were: continuous occular massage, increase heparinasation, increase vaso-dilatation, and hypercarbia for vaso-dilatation (by anaestetist). Ophthalmologist was also consulted. Restoration of flow in the central retinal artery achieved after one hour of ischemic time. Both ec2l balloon surface had a thin 'membrane' coating stuck to the balloon surface and this was a concern to the physician. We would to know what is the suspected peeling? Please see attached report for more details." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference # (B)(4). The product analysis was completed by manufacturer balt extrusion. Summary as follows: - the defective product is returned in plastic bag with the ecl2l 6x7sn secondary packaging. Lot: 00591089; visual aspect: presence of residue into the tube; the hydrophilic coating is used around the tube; presence of a thin membrane of hydrophilic coating on balloon; test to slide inoxwire: conform; test to inflate the balloon: conform; presence of a membrane of hydrophilic coating on the balloon; 1) device analysis only device ecl2l 6x20 has been returned and inspected in our quality laboratory. During our analysis, we noticed the following points: the hydrophilic coating is damaged on the tube -the hydrophilic coating is delaminated on the balloon. The device ecl2l 6x7sn has not been returned to balt and could not be inspected in our quality laboratory to statues on its condition. 2) the lot history record (lhr) review: the lot history records (lhr) review did not highlight any anomaly which could potentially explain the issue experienced during the procedure. During the manufacturing process, several tests are performed: 100% control of the balloon's appearance (i.e., no holes, no particles): visual inspection, 100% control of the hydrophilic coating (absence of ice clumps, particles and cracks): visual inspection, ·sliding test is performed by sampling through a curved model. 3) procedure and patient information: we were informed that the incident occurred during a dural fistula treatment procedure with the placement of two balloons eclipse2l. The doctor's procedure strategy was to embolize via the mma with liquid embolic agent using pressure cooking technique while two balloons were placed to protect the ophthalmic artery & ica from the potential reflux during the squid injection the first balloon (ecl2l 6x20) was placed in the carotid siphon through 2 guidewires, hybrid 1214d and traxcess 014. The second balloon (ecl2l6x7sn) was placed at the left ica with the help of the traxcess 014. Ophthalmic permeability checks during the procedure did not reveal any thrombotic events. The thromboembolic event occurred after removal. 4) pms data in the description it is mentioned that the doctor observed a thrombotic event after removal of the catheters eclipse2l. He noted that "both ecl2l balloon surface had a thin membrane' coating stuck to the balloon surface" according to our post market data, the hydrophilic coating damage observed at the end of procedure is generally due to the manipulation of the balloon over the guiding catheter or the valve. The use of several devices with a hydrophilic coating could lead to loss of particles and cause a thrombogenic incident during procedure. However, the thrombotic events during this kind of procedure could be explained by several situations: - the inflation of 2 balloons in the target area to stop the blood fluid can cause the formation of clots. These clots could migrate after the deflation of the balloon and cause a thrombogenic incident. - the arteria traumatism created by the inflation of the balloon and the manipulation of several guidewires could lead to spasm of the arteria. - the insertion of the microcatheter in the ophthalmic arteria which is a very little arteria could lead to spasm of the arteria or present thrombogenic risk - the use of several devices with a hydrophilic coating could lead to loss of particles and cause a thrombogenic incident 5) conclusion in conclusion, based on the description of the incident, the inspection of the returned product, the manufacturing records review and our post-market experience on eclipse2l products, the cause of the incident you experienced cannot be confirmed. Manufacturing records complied with specifications and one of the affected catheters has not been returned to balt extrusion sas for investigation. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. At this time, no such increase in the rate of occurrence has been observed, however this issue will remain subject to continued tracking as part of our post-marketing surveillance process. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "once embolization was finished, with both ec2l balloon in place(deflated) angiogram was done to check the vessel patency which showed the ophthalmic artery and central retinal artery was patent. Both ec2l balloons were removed and immediate repeat angiogram showed non opacification of central retinal artery with angiographic suggestion of occlusion in the distal opthalmic artery. This is high suggestive of an acute embolic event. Immediate measures taken were: continuous "ocular" massage, increase "heparinisation", increase vaso-dilatation, and hypercarbia for vaso-dilatation (by "anaesthetist"). Ophthalmologist was also consulted. Restoration of flow in the central retinal artery achieved after one hour of ischemic time. Both ec2l balloon surface had a thin 'membrane' coating stuck to the balloon surface and this was a concern to the physician. We would to know what is the suspected peeling? Please see attached report for more details." Incident report form submitted for this complaint indicates that no patient injury was sustained.